Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. While the risk of the reported event is not specifically contained in the device labeling, the device dfu contains outcomes from clinical studies where additional intervention was required. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that a balloon was inflated 2 times to treat a minor left middle cerebral artery (mca) stroke; however, the mca was re-occluded. A stent was placed across the mca occlusion; however, in-stent occlusion occurred. Another stent (subject device) was deployed and angioplasty was performed two times after the stent placement. No further details were provided.

Event description:
It was reported that a balloon was inflated 2 times to treat a minor left middle cerebral artery (mca) stroke; however, the mca was re-occluded. A stent was placed across the mca occlusion; however, in-stent occlusion occurred. Another stent (subject device) was deployed and angiopalsty was performed two times after the stent placement. No further details were provided.

Manufacturer narrative:
The device remains implanted.